Manufacturer narrative:
After restarting the device everything worked again. The customer reported the issue as intermittent. A philips field support engineer (fse) visited the customer site, but the customer advised that the reported error is currently no longer present. The customer will report the issue if the error recurs. The issue is currently no longer present or reproducible, but the reported problem was confirmed. The device remains in use. If additional information is received the complaint file will be reopened. Reporting address state: 07 h3 other text : see h10.

Event description:
It was reported that the ground floor electrocardiogram (ECG) signal was frozen during the examination. However, the pressure continued to run correctly. The device was in use on a patient at the time of the event. There was no adverse event reported.